Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2003 for stress urinary incontinence. In 2005, the patient experienced several bladder infections and pain during intercourse with bleeding and was prescribed a vaginal estrogen cream. In 2006, the patient began to suffer from extreme pain during sexual intercourse. The patient was prescribed estrogen vaginal cream. The pain worsened and the patient had tape protruding into the vaginal tissues. The patient underwent a procedure on (B)(6) 2009 to remove the mesh. This excision of mesh relieved the pain for about a year. In 2010, the patient again started to experience pain during intercourse and bleeding afterward. The physician prescribed estrogen vaginal cream. In 2011, the patient started to experience severe pain. The patient was seen by the physician who could feel the mesh in the vaginal canal. The patient was referred to the urologist who told her she needed to have surgery to remove the mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).